Event description:
Additional information: the patient changed physicians. The pump was filled with morphine and the patient was given the right type of oral medication, so the pump was ¿working good¿ for the patient now; he was ¿okay with the pump now¿.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that since pump implant the patient had not received therapeutic effect. The patient stated that the pump was not helping with the pain and wanted it removed. The health care provider (hcp) was adjusting the medications to try to help. It was later reported that the patient was dismissed by the managing physician. The patient was referred to another physician for a (B)(4) trial on (B)(6) 2012 that "did not work well until they added dilaudid back into the pump". The physician removed the medication from the pump and did not refill it. The patient was directed back to the managing physician who also did not fill the pump, but was given oral medication instead. The managing physician discharged the patient and told the patient to go to the emergency room (ER) for the pain symptoms. At the time the pump was empty and was not filled with saline. The patient stated that he had run out of oral medication at the end of june and was in pain. The patient also stated that he had return of pain symptoms since the pump was not being utilized. The patient had been to the ER and was put on suicide watch. The patient went to another hospital where he was told they would remove the pump but they would not manage it. The device system was used to deliver bupivacaine and dilaudid (hydromorphone). Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID neu_ptm_prog, lot#, serial# unknown, implanted: explanted: product type programmer, patient product ID 8709sc, lot#, serial# (B)(4), implanted: 2011 (B)(6), explanted: product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information indicated the pump volume reservoir date was (B)(4) 2012. The patient experienced abdominal pains, muscle aches, and withdrawal symptoms which the patient associated with the "pump going dry". The patient stated that he had been hospitalized in (B)(6) 2012 for 7 days due to withdrawal symptoms. The patient stated this was because his "healthcare professional cut his oral medications in half". The patient stated that he had not used his patient programmer since (B)(6) 2012, and he received a message that indicated his programmer had been disabled. The patient stated that "he put batteries in and the screen was blank". No additional information was reported at the time of this submission.

Event description:
Additional information: it was reported that a catheter dye study was performed during the "first week of (B)(6) 2011 and (B)(6)". The studies showed the catheter was "fine". The patient stated, the pump had been empty since (B)(6) but later stated the pump was on the lowest setting and the critical alarm date was (B)(6). The patient stated, he was cranky, couldn't talk and irritable when the pump was set to the lowest setting. The patient stated that he has been "better off with oral medication". The patient was currently in the hospital for appendix removal that took place 3 weeks prior to the report. The patient status at the time of the report was unknown.